Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 21aug2019. The product support advised customer to verify what the alarm led does when the unit is turned on. Also asked what it does when the unit is put into an alarm condition. In both cases the led should flash. If the led is working then he should look at the ui to pm board cable. If that is not the problem he should look at the pm board. Replacement of the pm board to address the issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported a light emitting diode (led) (1105) error code failure. It was reported that the issue was found during clinical use, however, no patient or user harm was reported.